Event description:
It was reported that the pt underwent a spinal procedure for l2 compression fracture at t12-l3 using posterior fixation. When the surgeon closed the operative site, the pt's blood pressure suddenly dropped. The pt reportedly recovered after CPR was performed. The surgeon believed that the cause of this problem was not associated with the implanted products.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the MFR for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non- conformance to specifications. The list of the implants that were implanted is attached (attachment #1). Although we do not believe that the event is associated with the implants, we are filing an MDR for notification purposes. (See scanned page).